Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent attempted cervical dilation with resultant uterine perforation, vulvar biopsy, and diagnostic laparoscopy of abdomen and pelvis on (B)(6) 2012 due to postmenopausal bleeding, complex cystic endometrial ablation 15 years before with resultant cervical stenos, and vulvar lesions. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence.

Event description:
It was reported that following insertion patient experienced incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring, bladder infections, vaginal discharges and bowel problems.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation with concurrent procedures of hysteroscopy with dilation and curettage, endometrial ablation, and cystoscopy due to stress urinary incontinence, adenomyosis, and menometrorrhagia. Post implantation, the patient experienced popping sensation, stress urinary incontinence, increase in urgency frequency, dysuria and painful intercourse. The patient had surgery on (B)(6) 2013 for total abdominal hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided. (B)(4) - stress urinary incontinence; dyspareunia.